Event description:
Caller reported that they have observed two separate incidents of false negative hcg pregnancy results. Each incident occurred at point of care testing and is performed by nurses and nurse techs. No specific information was provided regarding the test method used to determine the sample as positive hcg for each incident. One incident involved a patient scheduled for a hysterectomy who was (B) (6) pregnant. Status of fetus is unknown. Tech support requested additional information regarding patient's status and testing methods used to determine hcg positive status. No further details have been provided.

Manufacturer narrative:
Control lot: 20miu/ml hcg urine lot: hcg100223-01, 100mui/ml hcg serum lot: hcg090820-01, 100miu/ml hcg urine lot: hcg090521-01, 100miu/ml hcg serum lot: hcg090923-02, 236.1iu/ml hcg urine lot: hcg091103-01. Summary of results: the retention devices meet qc specification. Details as below: correct positive results were observed when tested with 20miu/ml hcg urine control at 3 minute read time (n=3). Correct positive results were observed when tested with 10miu/ml hcg serum control at 5 minute read time (n=3). The 100miu/ml urine control yielded clearly positive results at 3 minute read time. (N=3). The 236.1iu/ml hcg urine control yielded clearly positive results at 3 minute read time. (N=2). The 100miu/ml hcg serum control yielded clearly positive results at 5 minute read time. (N=2). Conclusion: from retain testing with in-house controls, the client's results were not replicated and the product performed as expected meeting qc specifications. Verified the product number, product description, lot number and batch record; no abnormal results were found. No corrective action required at this time as no product deficiency was established.